Event description:
The user facility reported that the black coating slid off the radifocus wire while in the patient. There was no patient injury. The patient was unaffected. The procedure outcome was successful. There was no patient injury, medical/surgical intervention required. Additional information was received on 01jul2021. The procedure taking place for the patient at the time the issue occurred was a left leg angioplasty to treat pad. The black coating slid off in the left sfa. Further investigation revealed that the coating slid up the wire and bunched up, although did not actually detach from the wire, so nothing remained in the patient. Since the coating did not actually detach from the wire, no intervention was required. There was no blood loss greater than 250cc. The patient's condition was stable.